Manufacturer narrative:
MDR 8021545-2026-23297 / initial 7 of 7e1: (B)(6) based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration numberreporting site: 8021545manufacturing site: 8021545

Event description:
It was reported that infusion set tubing had obstruction and the insulin flow was blocked on (B)(6) 2026.